Event description:
On april 20, 2022 patient contacted novathreads to report she had pdo barb suture implanted on (B)(6) 2022. Patient stated she was in pain and could see a thread under the skin especially when she smiles. On (B)(6) 2022 patient stated she was receiving 1064 radiofrequency heat treatment at the provider facility. Provider confirmed several visits were scheduled with the patient from (B)(6) until (B)(6) 2022. On september 22, 2022 provider confirmed patient was doing fine after her last visit on (B)(6) 2022.